Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty inserting the guidewire into the needle was confirmed and the cause was determined to be use related. The product returned for evaluation was a 0.038¿ x 70cm stainless steel guidewire, two 18ga needles (from 16ga IV catheters), and an 18ga introducer needle. The guidewire, one of the two IV catheter needles, and the 18ga introducer needle contained blood residue throughout. Gross visual evaluation of the guidewire found a circular ring of red biological material on the ¿j¿ tip of the wire. Additionally, the core wire of the guidewire had separated from the weld tip. No unraveling of the outer coil wire was observed. Microscopic examination of the needle bevels found damage to the inner bevel of the introducer needle. An attempt to feed a non-complainant guidewire through all three needles confirmed that the wire easily passed through each. The affected complainant guidewire would not feed through any of these needles, however, due to the firmly adhered biological material at the ¿j¿ tip. From this, it was determined that the cause of the event was due to retraction of the guidewire against the introducer needle which caused biological material to lodged between the components. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was frayed and unable to be inserted. Another kit was used to complete the procedure. There was no reported patient injury.